Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead has low shock impedances. Lead trend and reports a sudden drop from the low 60s ohm range to less than 20 ohms. Technical services suggested lead evaluation. They are working with dr. Hess. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).